Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and was evaluated. Per service manual operational and diagnostic analysis confirmed the white button not working, caused by corrosion inside the device which caused damage to the pcb. Additionally, the corrosion inside the device damaged the motor, the cable was shorted, and the valve screw handles were heavily scratched. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed repair as identified in the investigation by replacing the keypad pcb, motor assembly, cable assembly, and micro valve set. Performed replacement of internal seals as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Fluid ingress into the system is the possible cause for the corroded pcb and subsequent damage to the motor and the short circuit in the cable. The scratches are most likely a result of user mishandling. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer via phone that the white button on the micro tornado handpiece with hand controls was not working. During in-house engineering evaluation, it was determined that the cable was shorted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. The issue did not occur during a case.